Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was ¿not working.¿ it was also stated that there was trouble adjusting the valve.